Event description:
It was reported a balloon burst at eight atms during a distal popliteal superficial femoral angioplasty procedure of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device has been destroyed by the user facility and will not be returned for evaluation. Therefore, no failure analysis will be performed. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. The co's f/u indicated this device was used in a calcified lesion which the co believes contributed to this event and do not attribute it to the device. However, without evaluating the device, the co is unable to determine the exact cause for this event. The co's directions for use state: "due to the extremely thin wall thickness of the ultra-thin tm balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."